Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device experienced a whiteout and a scope communication error b30. The issue occurred during service or maintenance. There was no patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information as an update to a previously submitted report. Updated fields: d9 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.